Event description:
Hill-rom rec'd a report from the account stating that the front caster was missing. The lift was located in the storage room. There was no pt/user injury reported. This report was filed in out complaint handling system as complaint (B)(4).

Manufacturer narrative:
The account found that the front caster came off the lift. According to svc manual for viking m (3en370401 rev 17) the following shall be check at periodic inspection: castor wheels, forks and fork covers. Verify that the castor fasteners are tight. There should not be any play between the fork and the castor nut. Remove the front fork cover and inspect safety casing and bolt channel for cracks or fractures. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unk if the facility performs preventative maintenance on their lifts. The customer replaced the front wheel (with caster) to resolve the issue. Based on this info, no further action is required.